Event description:
5-30-00: received a call from sales rep who stated that a distractor (51-520-15) had broken in a pt and had to be removed. The device was implanted in 2000 and was removed 5 weeks later. Hosp has agreed to send the device in for evaluation as long as it is not altered in any way and is returned to them after the evaluation is complete.

Event description:
Received a call from sales representative, who stated that a distractor (51-520-15) had broken in a pt and had to be removed. Rep also gave the contact person at the hospital. The device was implanted 4/2000 and was removed one month later. The contact person at the hospital has agreed to send the device in for evaluation as long as it is not altered in any way and is returned to them after the evaluation is complete.